Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. It is unknown if the device was in use at time of event, there was no adverse event reported.

Event description:
It was reported that no sound was coming from the device. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. The product associated with the event was returned and evaluation/analysis was performed. The engineer determined that the issues was associated with the main board. It was confirmed that no sound was coming from the device. After part(s) replacement the device was returned to functional use with no further issue(s) identified. No further investigation or action is warranted at this time.